Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch episodes were observed via remote transmission. Review of the episode revealed the episodes were due to competitive atrial pacing. The patient was brought into clinic, and it was unclear if the issue was competitive atrial pacing or far-field oversensing. Programming changes were discussed, but it was determined not to be necessary.